Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right ventricular (rv) channel. Increased capture thresholds and decreased sensing amplitudes were also observed. Testing was performed but no noise was observed and a change in the patient's tissue condition was suspected. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. The physician will continue to monitor the patient via the remote monitoring system. This ICD and the rv lead remain in service. No adverse patient effects were reported.